Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad was peeling at the up arrow button and there was leak through the peeling keypad. Investigation noted that the buttons were responsive and was springing back as normal. There was no evidence of moisture inside the pump.

Event description:
The pump is reportedly intermittently responding to the ok, up and down arrow buttons; however, the contrast button is working. The print on the buttons is worn; however, there is no visible damage to the keypad and the buttons spring back as usual.